Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-01265. It was reported that patient experienced ineffective therapy and programming was unable to solve the issue. X-rays confirmed that one lead had migrated. As such, surgical intervention is planned to address the issue at a later time. Both the leads are reported as it is unknown which lead was liable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Corrected data: a4 - patient weight - corrected from 200 pounds to 230 pounds.

Event description:
Additional information revealed that the patient underwent surgical intervention wherein one of the leads was explanted and replaced. Postoperatively, the patient has effective therapy.